Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (299 mg/dl). Reportedly, customer forgot to turn on their carbohydrate feature. Customer stated they drank water to stabilize bg levels. Tandem technical support guided the customer through turning on their carbohydrate feature.